Event description:
It was reported that on (B)(6) 2023, the sleeve lock was broken. There was no patient involvement. No further information is available. This report is for a depth gauge for 3.5mm cortex screws. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Initial reporter is a synthese employee. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Part # 319.091 synthese lot # j004643 supplier lot # j004643 release to warehouse date: 01 aug 2022 supplier: avalign technologies-nemcomed no ncrs were generated during production. The product was returned to depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that depth gauge for 3.5mm cortex screws was bent from the needle. Additionally, the stop ball and spring are missing, this caused that the body and slider of the gauge fell apart. No other issues were found. A dimensional inspection for the depth gauge for 3.5mm cortex screws was unable to be performed due to post manufacturing damage. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the depth gauge for 3.5mm cortex screws would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.